Manufacturer narrative:
The reported issues with the autopulse platform (sn 36540) displaying "system error, out of service, revert to manual CPR" and emitting a clicking sound upon powering up were confirmed during functional testing. An archive review could not be performed because the data could not be downloaded. Therefore, the specific type of system error could not be identified. The root cause of the reported complaint was determined to be a malfunctioning processor board, likely due to defective components. The reported complaint that the autopulse platform's lcd screen was illuminated but blank was not verified during functional testing. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" upon powering up, confirming the customer's reported complaint. The defective processor board needs to be replaced to remedy the system error. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that during routine checks, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR". The customer also reported that the autopulse platform's lcd screen was illuminated but blank, and the crew simultaneously noted an audible clicking sound when attempting to power up the platform. No patient involvement.

Manufacturer narrative:
During further functional tests and servicing of the autopulse platform, no back light lit on lcd screen. The root cause of the issue was determined to be the malfunctioning lcd transmissive board, likely due to defective components. The defective malfunctioning lcd transmissive board was replaced to resolve the lcd issue. Following service, the autopulse platform passed all testing criteria.